Manufacturer narrative:
(B)(4). G2: foreign: china. D10: 00598004701; stemmed tibial component precoat size 5 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten; 66105827 42500606401; femur cemented posterior stabilized (ps) standard left size 8; 66541580 00598801212; 12.7mm diameter 30mm length straight stem extension combined length 75mm; 66662137 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the articular surface could not assemble the matting tibial tray. The surgical technique was utilized; there was a 5 mins delay. No harm occurred and no foreign bodies were retained. A second device was used to complete the surgery. Attempts have been made, and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6 the event is confirmed. Visual examination of the returned product identified signs of insertion attempt/s (gouges, inserter tool marks) and the dovetail feature is flared and compressed. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found.¿review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not placed as intended and oriented before pushing it using the inserter instrument. Detailed instructions for proper bearing insertion are provided in the surgical technique document for this device. The document also warns that the bearing should be inserted only once ¿only insert a bearing once. Never reinsert the same bearing onto a tibial tray" (page 47). The root cause is attributed to use error via a failure to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.